Manufacturer narrative:
The customer found loose reagent probe tubing fitting and loose regent syringe. The customer tighten the probe fitting and syringe, and flush the collar wash vacuum valve with bleach to resolve the issue. (B)(4). The instrument software version is (B)(4).

Event description:
The customer stated that several chemistries calibration and qc (quality control) are failing in unicel dxc 600i synchron access clinical system. Upon further inspection, the customer found reagent probe b leak. The customer was wearing gloves and lab coat. The leak was contained within the instrument. No erroroneous results were generated, and there is no report of injury or exposure to the operator due to this event.